Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream xc catheter was selected for use in an angioplasty procedure in the superior femoral artery (sfa) to treat peripheral arterial disease. Patient anatomy condition revealed total occlusion of the sfa with mixed morphology. Inspection of the device prior to use did not identify any issues. During the second pass the physician noted that there was a loss of aspiration on the device. The physician attempted to re-prime the catheter but was unsuccessful. There were no visible defects or error messages noted when the issue occurred. The device was exchanged for another of the same device and the procedure was completed without complications. There were no patient complications.